Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant of the right atrial (ra) and right ventricular (rv) leads, the patient was noted to have bradycardia. The ra lead exhibited no capture. The ra and rv lead were both noted to have dislodged. The rv lead was explanted and replaced and the ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.